Event description:
Implanted with defective allergan implants that ruptured; I got allergan saline implants in 1993 about 1 year later I started with all kinds of symptoms I started getting infections that would not heal cuts and wounds that would not heal getting sick very easily my bleeding times were in excess of 9 minutes I just gradually started getting all kinds of different symptoms chronic fatigue inflammation deterioration of my teeth chronic rashes and skin infections that have plagued me so bad that I will not go out in public hardly anymore I get sick in the drop of a dime. I retain water and swell up and can increase weight overnight sometimes in upwards of 40 lb I've developed all kinds of different food sensitivities I have absolutely no energy I used to be an excellent physical shape and now I have little to no muscle tone at all I am on all kinds of different medications I have mold that has been detected in my blood I have been on antifungal medications for years, but they don't help I'm on water pills I'm an anti-inflammatory medication pain medication antidepressants of course I'm on medication to help me sleep because I have chronic insomnia but then at times I can sleep for days. I used to be able to function well and do normal daily activities and now most days it's all I can do to just get out of bed and clean up my small apartment and manage to take a shower and get dressed or go to the store. This is literally ruined my life my skin is scarred from so many infections I literally do not heal my skin has developed this waxy type of film over it where I cannot even see my pores anymore which is caused a horrible depression I just don't even want to go out of bed or face the public anymore. I have been so much of both my kids lives because I've been too embarrassed to go out and participate in their activities they are now 18,25,and 28 and if I don't get these implants out soon they will be grown and gone and I will have missed out on their entire childhood in my life will be close to over or these toxic implants will have rupture due. Have killed me. I'm praying for help praying for help that is breast implant on this is recognized and mentor will be held accountable I want these out of me so that I can regain my life again because this is not living this is dying slowly on a daily basis. I have had chronic fatigue, severe depression, severe anxiety, irritable bowel disease, cancer, migraines, hypothyroidism, severe swelling, memory loss, and many more systems, my immune system is extremely low and I had major hormone imbalances. These implants have ruined my life. I am seeking justice. Thank you, (B)(6). FDA safety report ID # (B)(4).